Manufacturer narrative:
The oad was returned without the original guidewire. The initial visual and tactile examination revealed that the driveshaft was fractured at the distal edge of the crown; however, the crown remained intact and undamaged. The distal segment of the driveshaft and tip bushing was not returned and could not be analyzed. Examination also identified damage to the nosecone and a kink in the proximal section of the driveshaft. It could not be determined if the damage occurred during the procedure, or a result of shipping and handling during return to csi. Biological material was observed on the proximal edge and underside of the crown. Examination of the filars surrounding the tissue accumulation did not reveal any damage or abnormalities that would have contributed to the accumulation. The accumulated tissue was removed and the area under the tissue was inspected for any damage that would have contributed to the accumulation, but no damage was observed. The outside diameter (od) of the driveshaft and crown location on the driveshaft were measured and met the drawing specifications. The fractured driveshaft section was sent for scanning electron microscope (sem) analysis. Sem analysis identified fatigue striations on the faces of the fractured filars, indicating a stress fracture. An in-house 0.014" test wire was loaded through the device without issue. When tested, the device spun at low, medium, and high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. As the original guidewire was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation the root cause of the broken oad tip could not be determined. Sem analysis identified fatigue striations on the fractured faces of the driveshaft filars; however, the exact cause of the fractured driveshaft is not known. Bench top testing has been able to recreate a similar failure by spinning a 1.25mm solid crown around a tight bend which resulted in a driveshaft fracture at the distal edge of the crown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) broke off and was left in the patient. The target lesion was severely calcified, 90% stenotic and was 3-4cm in length. It was located in the posterior tibial (pt) artery, but originated in the tibio-peroneal trunk (tpt). The physician used a 6fr/70cm introducer sheath and a command es guidewire to access the lesion. The command es guidewire was exchanged for a csi viperwire guidewire and the oad was loaded onto it. The physician performed three runs at low speed and one run at medium speed. During the final run, the device seemed to jump through the lesion. When attempting to remove the oad, the physician discovered that the distal tip of the device was not retracting with the proximal driveshaft section. The proximal oad driveshaft section was removed and the physician then used a 2.5x23mm drug-eluting stent to pin the distal driveshaft tip against the vessel wall. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.